Event description:
It was reported that the patient presented to the hospital for a syncope episode. It was noted the right ventricular (rv) lead exhibited no capture, along with unstable rv thresholds and a rising rv threshold trend. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.